Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3093-28, lot# v003327, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Additional information reports there was not a fifty percent or greater symptom reduction. The cause of the event was not determine and it was not device related. Reprogramming was needed. The patient did not respond to her initial device placement. Thus she was taking back to the operation room in 2007 ((B)(6)07). It was unclear why the patient was taken to the operation room on (B)(6) 2007. There was no indication that a device was placed on (B)(6) 2007. A bilateral caudal epidural device was placed, with good response; the synergy stimulator was placed in (B)(6) 2007.

Event description:
It was reported that a patient¿s device had never worked. The device wasn¿t working well, never worked well, and was ¿just worthless.¿ there was a loss of therapeutic effect and the patient never had therapeutic effect. The patient stated that the first one was taken out but wasn¿t certain. The patient¿s doctor put in a new device in 2007. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.